Event description:
It was reported that the device was in back-up mode. A download was initiated, but did not complete. In july 2006, the measured battery data was 2.63 v, 11 ua, 7.2 kohms and about four months to eri. Attempts to restore the device, ascertain battery status and establish a telemetry link were unsuccessful.